Event description:
Reporter alleged obtaining a result of 329 mg/dl on advantage system 1 compared back to back with a result of 124 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated that he took his normal medications after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A journal article was reviewed that contained information regarding this device and leads. The patient presented with "decreased energy levels and frequent headaches." Increased thresholds, possible fracture, and high impedance were noted on both the atrial and ventricular leads. The leads were reprogrammed via the device. Four months later the thresholds and impedance had again risen. The rv lead was repaired and the device was replaced. At 11 days postoperatively, the patient reported "marked improvement" in energy levels. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).